Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a damaged connecter by the disposable. Patient involvement unknown.

Manufacturer narrative:
D10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received with plate clip missing, microswitch lever was bent, enclosure and front cover very dirty with multiple scratches, line cord discolored, pole clamp had gouges in it, old style power switch and printed circuit board (pcb), inside device had corrosion and fluid ingression, quick connect was corroded, auxiliary switch had corrosion, water tank had rust stains. The complaint was confirmed through functional testing. The root cause was due to a bent microswitch. It was unknown what caused the damage. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Event description:
Additional information received 3-july-2023 via email. The customer reported that the biomed department was not aware that the unit was broken, someone tried to use the product resulting in the connection breaking. It was unknown if there was patient involvement.